Event description:
The patient was doing very well post operation.

Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The lead was capped and replaced. No further information was available.

Manufacturer narrative:
UDI(di): (B)(4).